Manufacturer narrative:
Omit: c20 - no findings available. Correction: unique device identifier (UDI) #. Added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex g, b, c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the iui connectors on the alaris devices were "set on fire and smoking." It was also noted that the patient was receiving a 0.9 solution of sodium chloride at the rate of 100ml/hr on the other pump module. The customer also clarified that there was no liquid dripping onto the connectors, foreign contaminants, or cleaning fibers found on the connectors. There was no patient harm.

Manufacturer narrative:
Correction: describe event or problem, unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field.

Event description:
It was reported that the iui connectors on the alaris devices were "set on fire and smoking." It was also noted that the patient was receiving a 0.9 solution of sodium chloride at the rate of 100ml/hr on the other pump module. The customer also clarified that there was no liquid dripping onto the connectors, foreign contaminants, or cleaning fibers found on the connectors. There was no patient harm. Bd later learned that while the device was infusing on a patient, the patient reported smelling something burning. The devices were removed from the patient and the patient requested to be moved to another room. The nursing director stated that the sodium chloride was infusing on the affected pump module. There was no report of smoke or alarms on the device, and the staff turned the device off after the patient reported the smell. The patient had been on the device for multiple days and the devices had only been cleaned prior to use.

Manufacturer narrative:
The actual date of event is unknown. Omit: b17 - device not returned, b15 - analysis of information provided by user/third party. Correction: describe event or problem., device available for eval?, returned to manufacturer on, device eval by manufacturer? Additional information: imdrf annex a, b, c, d codes and manufacturer narrative. Investigation summary: the reported thermal damage in inter unit interface (iui) was confirmed. Laboratory test results performed on the reported suspect device confirmed the pump module and pcu to be operating as intended, with no signs of errors or malfunctions after temporarily replacing the thermally damaged iui connectors for testing purposes only.. The customer did not provide an event time or date, therefore, the pcu event log a review of the logs was performed from the last powered on to the last programmed infusion prior to the end of records for the suspect pump module. An infusion with the rate of 100ml/hr was confirmed in the logs as the customer state, however, multiple infusions were programmed after, being at different rates afterwards. The last channel off, of the suspect pump module was at 11:26:17 am (B)(6) 2024, unit was removed at 1:02:17 pm (B)(6) 2024. At 10:10:49 am user entered. Primary: rate=20ml/hr; vtbi=692.117ml; secondary: rate=100ml/hr; vtbi=50ml; kvo: rate=1ml/hr; vtbi=0.; pvi=2127.43ml; svi=417.078ml. Between 10:42:04 am and 10:53:56 am 10sep2024 there were 4 different secondary infusions programmed. At 11:18:49 am the infusion was paused then at 11:25:36 am the pump was turned off. At 11:25:46 am the user programmed primary: rate=20ml/hr; vtbi=600ml then at 11:26:17 am the pump module was turned off. External and internal inspection of the suspect pump module and pcu did not find any issue that could contribute to the reported complaint. Best practices for cleaning bd alaris¿ system devices states do not use chemicals that can damage the instrument¿s surface. Some chemicals can weaken or damage plastic parts and may cause instruments to not operate as intended or may void your warranty. To avoid accidental fluid deposits on the connectors, do not use any spray cleaners anywhere near the iui connectors. Never allow any cleaner other than 70% ipa to contact the iui connectors. Inspect the iui connectors on each bd alaris¿ pc unit and module prior to use. Replace any iui connector with surface contaminants, blue or green deposits, damaged contacts, ribs or cracks. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: devices were disassembled for this investigation, please ensure proper assembly, torque screws as required and testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause of the reported burnt on the iui connector (male) of the pcu (pins 12-15) and pump module (female) iui connector (pins 1-3), was not determined during this investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing with the temporarily installed known good iui connectors. Note that this report lists imdrf annex a040502, a1801, g02017, c23, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the iui connectors on the alaris devices were "set on fire and smoking." It was also noted that the patient was receiving a 0.9% solution of sodium chloride at the rate of 100ml/hr. On the other pump module. The customer also clarified that there was no liquid dripping onto the connectors, foreign contaminants, or cleaning fibers found on the connectors. There was no patient harm. Bd received additional information. After the event was reported, bd representatives went onsite to gather additional information. It was reported that while the device was infusing on a patient, the patient reported smelling something burning. The devices were removed from the patient and the patient requested to be moved to another room. The nursing director stated that the sodium chloride was infusing on the affected pump module. There was no report of smoke or alarms on the device, and the staff turned the device off after the patient reported the smell. The patient had been on the device for multiple days and the devices had only been cleaned prior to use. Additional observations on the devices: thermal damaged was confirmed on the pcu male iui pins 13-15. There were multiple pins that showed signs of black residue on the lower portion of the pins. Thermal damaged was confirmed on the pump module female iui pins 1-3, with pin 2 burnt off and black residue on pins 1, 3 & 4. Both the pcu and pump case showed remnants of fluid running down the case from the melted iui connector pins.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the iui connectors on the alaris devices were "set on fire and smoking." It was also noted that the patient was receiving a 0.9 solution of sodium chloride at the rate of 100ml/hr on the other pump module. The customer also clarified that there was no liquid dripping onto the connectors, foreign contaminants, or cleaning fibers found on the connectors. There was no patient harm.